Event description:
Medtronic received information that during use of an eopa arterial cannula, it was reported that when the aorta was cannulated a hole was found through blood spurting out of the cannula. Another eopa arterial cannula was used with the same issue occurring . A third cannula was used which was a 20fr and was used without incident.it was also reported that the cannula did not have any damage when removed from the packaging and there was no obvious damage to the packaging. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Continuation of d10: product ID 77422 (0233528727); product type: 0183-cannula; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.